Manufacturer narrative:
All buttons function properly. Unit passed displacement and self test. No unexpected pump error 63 anomaly during testing. Thump software was utilized and downloaded trace/history files properly. Found multiple pump error 63 alarm on 12/04/2025 12:55:38.000, 12/04/2025 12:56:07 an pump error 4 on event date 12/04/2025 12:45:27.000 in the pump diagnostic file history. Pump 4, 63 error due to hardware error. No moisture damage on the electronics, battery tube, motor, vibrator, and keypad assembly during visual inspection. Unit p-cap lock in place properly. Unit had scratched case, stained keypad overlay, cracked battery tube threads, cracked case (battery tube). All buttons function properly. No pump error 4, 63 alarms during testing. However, pump error 4, 63 alarms in pump diagnostic file history on event date due to hardware error electronic defective confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the button not responding, pump error 4 (the motor arm cannot communicate with the main arm.), pump error 63 (hardware low level failures.). The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. The alarm did not recur during the refilling operation. No harm requiring medical intervention was reported. No product return is required for mmt-1886.